Event description:
It was reported during the implant procedure that the lead was not used as the stylet could not be inserted into the lead. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found, there was noted proximal conductor distortion on visual inspection. All the stylets had no defects or damage.